Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient experienced ineffective stimulation on the implanted lead. Surgical intervention was undertaken wherein the lead was disconnected and two needs were implanted. The existing lead remains implanted and inactive. Effective therapy was established with the new leads.